Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported inaccurate cgm values ten days after the sensor was inserted. At 2:35 pm on (B)(6) , the patient¿s cgm alerted for urgent low and displayed 54 mg/dl. The patient had returned home from grocery shopping and while taking her bags into the house, she lost consciousness and fell to the ground in her driveway. Her brother had called her and when , she did not answer, he drove to her house and found the patient unresponsive in the driveway. Emergency medical services were called and upon arrival, a bg was performed which was 22 mg/dl. The patient was treated with 1 amp of dextrose 50 IV, IV fluids and transported to the hospital. During transport to the hospital, the patient regained consciousness and was given 2 tubes of glucose gel. Her bg rebounded during transport and was 253 mg/dl. Upon arrival at the hospital, the patient¿s bg dropped to 150 mg/dl. The patient fell when she lost consciousness and sustained two broken teeth and a sore tongue as she had bitten her tongue when she lost consciousness. She remained hospitalized until 6 pm on (B)(6) 2023. Before leaving the hospital, the patient replaced the sensor with one brought there by a family member. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.